Event description:
Customer reported unexpected negative reactions on the pool_cell assay on the galileo. The donor sample was tested in gel and tested positive; anti-jka was identified.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention crrs (pooled), lot n183. This reagent was used by the customer at the time of the event. The customer did not return product or sample for investigation testing.